Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events seroma and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and infection (early onset).

Event description:
Device tracking form reported right side removal was noted as "seroma/infection¿. Device has been explanted.

Event description:
Device tracking form reported right side removal was noted as "seroma/infection¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.